Event description:
Our apologies for reporting late. An intubating introducer was positioned down the trachea and a fleck of the blue introducer insulation was noted in the bronchus. It was retrieved and there was no injury to the patient.